Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following her discontinued treatment. After receiving an "air detected in cassette" warning, the patient discovered fluid leaking from the tubing. The patient was advised to contact her pd nurse, the set was not made available for evaluation. During follow up patient's pd nurse reported that the patient did not have any signs of infection. She was not prescribed any antibiotics. She has switched to hemodialysis due to an unrelated condition. No adverse event reported at this time.